Manufacturer narrative:
One (1) used sample and twenty-two (22) unused samples were returned for evaluation. Lot history was reviewed. Visual inspection of the one (1) used sample revealed no damage or abnormalities. Functional testing was conducted, during which leakage was observed at the interface between the tubing and the female luer on all cassettes during the filling process and the tube-to-luer bond revealed inconsistent solvent coverage. Out of the twenty-two (22) unused samples evaluated, two samples (sample 8 and sample 14) failed testing. The reported leakage issue was confirmed. The probable root cause is due to a solvent application error during manufacturing.

Event description:
Upon review of the investigation, newly received samples (sample 8 and sample 14) were evaluated and found to have failed due to liquid leakage originating from the tubing at the connector joint. There was no patient involvement associated with this event.